Manufacturer narrative:
Correction to h5 - labeled for single use. Reported event: an event regarding crack/fracture involving an accolade broach was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been one other similar event for the reported lot. Conclusion: it was reported that the "accolade rasp while using and inside femoral canal had connection broken off. Therefore rasp handle couldn't be attached anymore to take rasp out of canal." The event could not be confirmed as insufficient information was provided. Further information such as video/photographs of the event as it occurred as well as return of the device and primary operative reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following was reported: distributor report: "accolade rasp while using and inside femoral canal had connection broken off. Therefore, rasp handle couldn't be attached anymore to take rasp out of canal."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.